Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit uploaded properly using carelink. No time/date anomaly or history anomaly noted on the carelink report. Unit communicated properly with the guardian 3 link. No lost sensor alarm, pump/sensor communication anomaly or auto mode anomaly noted during testing. Format history file analysis confirmed pump error=, problem isolated to keypad. Continuity checks was tested ok. Unit had minor scratched display window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failures. The customer¿s blood glucose level was 248mg/dl at the time of the incident. The customer reported that he ran a self-test and got the pump error. 63 came up. Customer was able to complete pump rewind. The customer was advised to perform a self-test. The pump did not pass it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.